Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient undergoing high-risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. While on support, bleeding was noted at the impella access site, with one wound dressing soaked in blood. The patient was given one blood bag, which elevated hemoglobin levels from 7.5 to 7.9 grams per deciliter. There were no signs of limb ischemia. It was later determined that the patient had a coagulation disorder related to the access site bleeding. Fibrinogen was administered and the bleeding resolved. The impella cp continued to operate without reported issue. No patient harm was reported.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was determined to be patient condition because it was reported that patient has coagulation disorder causing the access site bleeding and the bleeding was managed with best practices.